Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the interior of the catheter collapsed on the balloon and was not able to drain. The balloon had to be deflated to get the drainage going. The patient has also experienced several bladder infections and stated a full bladder can cause hyperreflexia, which was when the blood pressure could go up uncontrollably in a quadriplegic patient. It was unknown what treatment was provided for the infection.

Event description:
It was reported that the interior of the catheter collapsed on the balloon and was not able to drain. The balloon had to be deflated to get the drainage going. The patient has also experienced several bladder infections and stated a full bladder can cause hyperreflexia, which was when the blood pressure could go up uncontrollably in a quadriplegic patient. It was unknown what treatment was provided for the infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as use-related. An amber lubricath foley was returned without its original packaging. No defects to the catheter were noted such as occlusions, tears, or nonconformities. Using a luer tip syringe the catheter balloon was inflated with 10 ml of di water. The balloon was able to be inflated and deflated without issue. However, the balloon was found to be 80:20, which would fail. Also additional information from the user, showed that the device was underinflated which also can caused the balloon to be asymmetric. A potential root cause of the use-related contributing factor to this event would be "user deviation from instructions for use". The device history record review was not required as the reported event was confirmed as use-related. The instructions for use were found adequate and state the following: "5cc balloon: use 10ml sterile water). Bardex lubricath 5cc hydrogel-coated foley 10cc syringe (contains 9cc sterile water) to inflate foley catheter only. To inflate catheter balloon, insert syringe tip into valve (do not overpenetrate) and depress plunger)." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the interior of the catheter collapsed on the balloon and was not able to drain. The balloon had to be deflated to get the drainage going. The patient has also experienced several bladder infections and stated a full bladder can cause hyperreflexia, which was when the blood pressure could go up uncontrollably in a quadriplegic patient. It was unknown what treatment was provided for the infection. Per investigator via email on (B)(6) 2020,the catheter was found to be non concentric (70:30) upon inflating. Per follow up via email on 07feb21, the balloon was filled with approximately 5 cc or less of sterile water provided in the catheter change kit as research had shown this helps prevent bladder damage. Doctor had prescribed bactrim for bladder infections. It was also stated that this was a serious problem not only happening to customer' son but also with other people, as reported to craig hospital's urology department. This hospital specializes in spinal cord injuries and all aspects of care resulting from a spinal cord injury. Also stated that their son had been using them since an injury in 1990 and this was their first experience with catheter failures.